Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that the unk lb abutment screw fractured into the implant and the implant had to be removed. Tooth location # 19.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
The complaint reported screw fracture. The products were returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred ¿ screw fragment identified/stuck in the implant drive feature. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Based on the available information, the products were within specification and conforming when they left zimmer biomet. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event couldn't be recreated. The complaint is related to the functional performance of the devices. A definitive root cause for the reported event could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.